Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted with no recaptures after meeting release criteria. At a the 45-day follow-up, transesophageal echocardiography (tee) was performed which revealed the closure device to be stable but shifted sideways with the threaded insert parallel to the limbus with a 4mm leak. The patient will continue oral anticoagulation and additional follow up tee planned.

Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted with no recaptures after meeting release criteria. At a the 45-day follow-up, transesophageal echocardiography (tee) was performed which revealed the closure device to be stable but shifted sideways with the threaded insert parallel to the limbus with a 4mm leak. The patient will continue oral anticoagulation and additional follow up tee planned.

Manufacturer narrative:
Media was provided to aid in the investigation and reviewed by a bsc quality engineer. The media review concluded that the watchman flx closure device showed visual signs of under compression with large distal volume; watchman flx closure device fell into distal space.